Event description:
The customer reports that the cpu board is burnt at the electrical connections.

Manufacturer narrative:
Complaint #(B)(4) received. Gentherm medical is attempting to retrieve this device for evaluation.